Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer will revert to multiple daily injections (mdi) as a backup therapy, and customer technical support (cts) resolved the issue by sending a replacement pump with updated software. The customer acknowledged the storage mode instructions and the return process for the problematic pump.